Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. In the ward/ICU, the reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.